Event description:
Provider states that the chair will not drive, provider states they evaluated the chair and found that the chair drove for a short time before stopped and the right motor seems to not be engaging and disengaging properly.